Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized two days after the onset and was treated with vancomycin injection (1gm, every 5 days, route and frequency were not reported) and meropenem injection (1gm, daily, route and frequency were not reported) for peritonitis. After six days, pd therapy was discontinued and catheter was removed as patient was not resolving from peritonitis. At the time of this report, patient was on hemodialysis and recatheterization been scheduled for an unreported date next week. No additional information is available.